Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem relating to the white screen was displayed, the keypad was unresponsive, and no functions were operational was verified. As a result, the lcd color cable was replaced to remedy the problem. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls and the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.